Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine and hydromorphone at unknown concentrations and doses via an implantable infusion pump. The indications for use were noted to be degenerative disc disease and spinal pain. It was reported that the patient's pump was implanted in her abdominal area and didn't work right because she would crush the catheter between her hips and ribs so it was not delivering drugs but the pump lasted seven years. No patient symptoms were reported. No further complications were reported.